Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable calcium results for an unknown number of patient samples. The customer provided the results for three patient samples as examples. Results are initial/repeat on other analytical p module. Patient sample 1: -0.6 mg/dl, 5.6 mg/dl. Patient sample 2: 2.86 mg/dl, repeat 6.93 mg/dl. Patient sample 3: 5.3 mg/dl, repeat 7.59 mg/dl. The repeat results were believed to be correct. The customer did not know if any erroneous results had been reported outside the laboratory or if any patients were adversely affected. The calcium r1 reagent lot number was 67365001 with an expiration date of 03/31/2014. The calcium r2 reagent lot number was 68150001 with an expiration date of 06/30/2014. The field service representative determined the rinse mechanism not seated properly and the sample probe tip worn. He replaced and adjusted the sample probe, reset both rinse stations and checked cell levels. He verified the analyzer operation by qc and operation.